Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they placed a new battery on a charger for preparation of registration and it filled the workshop with acrid smoke. There was no patient involvement.

Event description:
The customer reported that they placed a new monitor on charger for preparation of registration. It filled the workshop with acrid smoke.the device was not in use on a patient.